Event description:
"During a diagnostic laparoscopy, a 5x100 trocar was used. During the procedure, the portion of the gasket broke off and entered the pt's abdomen. It was easily retrieved with no portion left in the pt. No add'l surgeries were required and there was not injury or adverse outcome."